Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an emergency endovascular treatment for abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis. The patient was in a shock state, and despite successful deployment of all the planned devices, blood pressure did not sufficiently improve. The final angiography demonstrated a suspected unknown type endoleak. There was concern for abdominal compartment syndrome, so an open abdominal hematoma evacuation was performed (this was planned before procedure), during which persistent bleeding due to suspected endoleak was observed. While clamping at the proximal aortic neck, the excluder stent wire may have penetrated the vessel wall, creating a new bleeding site. The excluder devices were completely explanted, and the abdominal aorta was replaced with a y-shape graft. On (B)(6) 2026, bowel necrosis likely in the inferior mesenteric artery area was identified, requiring bowel resection. Reportedly, bowel necrosis was not related to the device or procedure. The reporting physician commented as follows: coagulation collapse due to aneurysm rupture may have contributed to the intraoperative bleeding, and there may have been an endoleak.

Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met all pre-release specifications. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional devices will be identified in this report: catalog #plc201000j, serial # (B)(6), UDI (B)(4) and catalog #plc181200j, serial #(B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.